Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode showing mechanical noise. The physician suspected a fracture of the electrode. Technical services discussed troubleshooting to try and recreate the noise with pocket manipulation and patient movements, and x-rays to evaluate the connection between the device and electrode. It was later reported that the physician elected to explant the s-ICD system and no new device was implanted as the patient no longer met indications for ICD therapy; their ejection fraction had recovered. No additional adverse patient effects were reported. The explanted device and electrode were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits and x-rays confirmed the conductor was intact and not fractured. However, visual inspection noted insulation damage that exposed the sense b conductor cable at about 6.5 cm from the terminal pin. The damage was consistent with lead-on-can abrasion. Laboratory analysis determined that the noisy signals and oversensing observed clinically were caused by the insulation damage.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode showing mechanical noise. The physician suspected a fracture of the electrode. Technical services discussed troubleshooting to try and recreate the noise with pocket manipulation and patient movements, and x-rays to evaluate the connection between the device and electrode. It was later reported that the physician elected to explant the s-ICD system and no new device was implanted as the patient no longer met indications for ICD therapy; their ejection fraction had recovered. No additional adverse patient effects were reported. The explanted device and electrode were returned for analysis.